Event description:
It was reported that the pump module was observed to have a "brown residue on iui connector". The device was then taken to evs for cleaning and or clinical engineering for replacement. This was observed by bd representative during their site visit. There was no patient involvement. Although requested, no further information was provided, and no device was returned for investigation.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.